Event description:
The customer reported via phone call that the drive support cap was sticking out on the insulin pump. It was also reported the wires were broken on the side of the customer's insulin pump. Customer's blood glucose was unknown. The customer recalled pressing on the drive support cap while connected to the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was unable to perform prime or basic occlusion test due to detached endcap. Also found loose/flush drive support disk. The insulin pump received with minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads, cracked reservoir tube lip, missing end cap sticker and stained peeling address/serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.